Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2009, inratio: 3.9, lab: 2.4. On 6/1: customer called back with more comparison data: pt 1: inratio 2.8, lab 2.3. Pt 2: inratio 3.7, lab 3.1. Pt 3: inratio 2.2, lab 1.8. Pt 4: inratio 2.8, lab 2.2. On 06/4: customer call back again with more data: inratio 2.0, lab: 1.4. Inratio: 2.4, lab: 1.7.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed. Discrepant results comparison of inratio test with lab results provided by end-user following initial complaint: set 1, meter: 2.0, lab: 1.4, mean: 1.7, confidence limits: 1.2-2.3. Set 2, meter: 2.4, lab: 1.7, mean: 2.05, confidence limits: 1.4-3.1. The time elapsed between tests was not given. The means of the inratio meter and comparative system inr's were calculated. The inr values for both sets are within the confidence limits for inr testing. The results are not considered inaccurate within the context of the documented variability for inr testing. Product testing is not required. Received meter (B)(4) and 6 strips ln 213039. Meter functional testing was performed and passed. No corrective action required as no product deficiency was established.